Event description:
It was reported that a spectrum iq infusion pump over infused water during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. Evaluation sent the device to flowline for flow rate accuracy testing and delivered within specification. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.